Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/14/2013 and 10/21/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed; however, a secondary issue was noted when the meter was found to have dirty spc pins. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra meter was displaying an ¿error 2¿ message. Per the owner¿s booklet, an error 2 could be caused either by a used test strip or there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the issue first occurred on (B)(6) 2013 at 3:00 p. M. The patient manages his diabetes with oral medication (metformin, unknown dosage), diet, and exercise and continued with his usual diabetes management routine in response to the reported issue. One hour after the alleged issue occurred, the patient claimed that he developed symptoms of ¿sweating, fatigue¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca walked the patient through a retest and the issue was resolved. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.